Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary:evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed corroded pump head module caused the ifailure code 812:02. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.

Event description:
During service by baxter, failure code 812:02 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.